Manufacturer narrative:
Additional information: d4, d9, h3, h4, h6 (update codes), h11. H11: the device was received for evaluation; however, the separated tubing segment was not received. Visual inspection was performed which showed that the tubing was separated from the third y-site clearlink in the downstream part. There was a lack of solvent observed in the third y-site clearlink. The reported condition was verified. The cause of the separation could not be determined as the remaining tubing segment was not available to evaluate. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿the bottom three inches of the tubing¿ of a clearlink system continu-flo solution set ¿broke off¿ and leaked from the primary line during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: lot #: the suspected lot numbers are r25h26031 and r25h28086 d4: expiration date: the expiration date of suspected lot r25h26031 is 08/26/2027 and the expiration date of suspected lot r25h28086 is 08/29/2027. D4: unique identifier (UDI) #: the UDI# of suspected lot r25h26031 is (B)(4) and the UDI# of suspected lot r25h28086 is (B)(4). Should additional relevant information become available, a supplemental report will be submitted.